Event description:
Pt underwent a hemiarthroplasty of the right knee during 1990 at another facility. She presented with complaints of right knee pain with any activities she was able to perform. The pt was taken to surgery for revision of the knee to a total knee arthroplasty. There was a noted area of bone loss underlying the area of the previous hemiarthroplasty. Only a small amount of the tibial insert that had been implanted during 1990 was found and was removed. Intraoperative cultures were obtained and found to be negative for organism growth. Revision arthroplasty of the knee was performed.